Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon could not be inflated. There was no patient involvement. There was no reported adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual and functional inspection of the instrument noted that the balloon was not able to be inflated; resistance was noted when inflating with the syringe. Additionally, engineering verified it was difficult and need an excessive force to inflate but was achieved around 10cc. No leaks were detected. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the excessive adhesive. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. The root cause of the observed condition was determined to be a result of an excess of solvent application which makes the balloon rings clog and the air flow on the balloon get restricted. This process has inherent variation since it is a completely manual process fully dependent of the operator's dexterity and experience. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and reassessed at that time.